Event description:
A (B)(6) male pt called zoll customer support to report that his monitor¿s electrode belt connector was broken. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) as been completed. The reported problem (belt connector broken) was confirmed. Upon investigation the monitor¿s electrode belt connector was snapped from the monitor case. The broken connector caused an intermittent ECG signal and a missing driven ground signal. The root cause for the broken connector could not be positively identified, but the connector damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the broken belt connector. The pt received a replacement monitor.